Event description:
The patient was not getting pain relief. At refill, the patient's pump still had all of the drug remaining from implant; the pump had not been refilled since implant. In 2009, a dye study was performed that showed that the catheter appeared to be intact. A successful roller study was also performed. The dye study was done after the roller study and the doctor had to use great force to push the dye through. She detached the catheter to aspirate before and after the study and it appeared patent. She tried to aspirate from the catheter access port unsuccessfully and then pushed fluid through the catheter access port again with great force. The physician felt that there must be blockage in the catheter access port and decided to replace pump. The medication being delivered via the pump was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.